Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock while out golfing, and a lead integrity alert (lia) had triggered due to t-wave oversensing (twos) with the right ventricular (rv) lead. Reprogramming was done, and the rv lead remains in use. No patient complications have been reported as a result of this event.